Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure (patient ID, age, gender, and weight are unknown). According to the complainant, the device "malfunctioned" during the procedure. Additional event information is reported to be unavailable. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on a visual analysis of the returned device, the basket tip and outer sheath were kinked. It is not possible to determine if the kinks in the outer sheath were caused by the event, or while preparing the device for return. Additionally, it has been determined that the drive wire was not properly installed into the handle assembly. The handle cap may have been tightened by hand enough to meet the production in-process inspections. However, the forces encountered during the procedure most likely caused the basket to be bent and the handle cannula to be pulled out of the pinch vise. There was no torque mark present on the handle cap, therefore the most probable root cause for this complaint is a manufacturing process issue.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure (patient ID, age, gender, and weight are unknown). According to the complainant, the device "malfunctioned" during the procedure. Additional event information is reported to be unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."